Event description:
Pt sustained bimalleolar rt ankle fracture which require orif. Two guide pins were placed under fluroscopic guidance using small annulated screw set. Verified to be in good position with fluroscopy, and had anatomic restoration of the ankle mortise. Two 40mm cancellous screws were placed after overdrilling the proximal cortex. The guide pins were removed. One pin had sheared off & remained within the bone. The tip had come out posteriorly. Soft tissue stripping was performed more posteriorly to see if this tip could be felt, and removed from that direction, however it was not. Since the majority of the pin was imbedded in the bone it was felt that there would be no adverse effect to the pt and it was left in place. Pt recovered uneventfully and was discharged to home. Will follow up with physician as scheduled.